Manufacturer narrative:
The customer's reported complaint of the "thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not reproduced during testing, and the thermogard ivtm system functioned as intended. Nevertheless, the lm 34a/b temperature sensor and pic-16 pc board were replaced as a preventive precautionary measure, as a component may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, the front cover was missing, and the top cover had a crack at the 2 o'clock position, unrelated to the reported complaint. The probable root cause is likely due to mishandling. The customer was informed of the issues. During the review of the event logs, many tcmid:05 error messages were noted; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The lm 34a/b temperature sensor and pic-16 pc board were replaced as a preventive precautionary measure. The glycol was drained and replaced as part of the procedure to replace the sensor. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. The thermogard meets its performance specifications and performed as intended. Historical complaints were reviewed for service information related to the reported complaint there were no similar complaints for thermogard xp ivtm system with sn (B)(6).

Event description:
The thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.